Event description:
Nurses aide was standing on door side of bed and had resident rolled on right side facing her with bedside rail raised between her and resident. Beside rail released itself and fell down, resident rolled out of bed to floor with nurses aide breaking her fall. She hit the left frontal region of her head on the metal bed bumper guard on the floor causing a 2" laceration which resident received emergency svs which included 5 staples to lacerated area.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: other. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.